Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure may occur due to unknown reasons. No revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and should additional information be received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. Initial reporter information. PMA/510(k) number. Manufacture date.